Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient said their charger would not connect to their implantable neurostimulator (ins) battery and they were unable to start a charging session. They saw a "reposition antenna" screen on their recharger. The last time they were able to successfully charge their device was a couple of weeks ago. They were unable to communicate with an external device; the patient attempted to sync with the ins using the patient programmer and they reported poor communication. The patient was directed to follow up with their doctor to resolve the issues. No symptoms or further complications reported.